Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument's jaws were observed to misalign. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.120¿ offset at the tips. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts.